Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, while attempting to insert a 3max in a penumbra system 5max ace reperfusion catheter (5max ace), the 3max fractured at approximately 1/3 of the distal shaft outside of the 5max ace. Therefore, the 3max was removed. The physician did not mention experiencing any particular resistance prior to the fracture. The procedure was completed using a new 3max and the same 5max ace. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 77.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 3max was fractured. This type of damage may occur when the 3max is forcefully manipulated at extreme angles during insertion into a catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.